Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump was moving in the pocket and was uncomfortable. It was unknown when this began. There were no external factors and no diagnostics/troubleshooting were performed. The healthcare provider (hcp) revised the pocket and the issue was resolved. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report.